Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/8/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient had pain, difficulty ambulating, difficulty with stairs, and loss of range of motion. A radiograph reportedly showed a fracture of the stem at mid-shaft and the revision surgical report, dated (B)(6) 2014 with dor being updated, reported that the cup was minimally anteverted to slightly retroverted and was revised. An unknown duralock cup will be reported as the surgeon reported it was a duralock 300 cup. Stem part/lot updated. The complaint was updated on: apr 25, 2016.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product and lot code combinations. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search and/or review of device history records was not possible for the unknown device. X-rays and medical records were reviewed. Implant fracture has been confirmed. The investigation can draw no conclusion with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Litigation received. Litigation alleges a defective femoral head and stem fracture. Update 4/8/2016 - medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:...